Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to the (B)(6) 2015. A fresh pad-pak was installed during this time. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups mainly of 10 minutes in duration occurring between (B)(6) 2015 and the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time out recorded would suggest a failing membrane. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). Slight voltage was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.